Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects in forceps channel port and inside of light guide lens. Additional, adhesive around light guide lens has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5. Additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, for the events (1) foreign material at the biopsy port and (2) foreign material at light guide lens glue, it could not be determined what the foreign material was. The foreign material may not have been removed because the device was returned to olympus without reprocessing at the user facility. For event (3) foreign material in light guide lens, since foreign material was not at external surface of the device, the foreign material could not be removed by reprocessing. The light guide lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. However, a definitive root cause of the foreign material on the scope could not be determined. These events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.